Event description:
On (B)(6) 2010, patient was admitted to another hospital, (B)(4), due to st elevation mi. After undergoing 3 coronary stents for mi procedure, patient developed neurological deficit with right sided weakness. Patient was then transferred to mfg on the same date for endovascular treatment. Patient was identified having stroke with left m1 occlusion (nih of 14), mild aphasia, dysarthria, and right hemiplegia. Patient was treated by endovascular option with a penumbra device (054, 041, 032) and achieved a good recanalization of the m1 segment and superior and inferior trunk with good flow (timi=3 and tici=3) and no complications. Even though there was still some residual filling defect at the inferior trunk branch, patient was reported as well tolerated procedure and improved after procedure. On (B)(6) 2010, patient was identified having parenchymal hematoma. This event was reported as moderate and not serious with possible relationship to study device and possible relationship with angiographic procedure. No action was taken for this event. This was resolved on (B)(4) 2010. The event was reported by site on (B)(4) 2012. This MDR is associated with MDR 3005168196-2012-00342--00345

Manufacturer narrative:
Conclusion: hematoma is a known and anticipated complication with these types of procedures and is noted in the device labeling. Therefore, it was determined that the reported event was an anticipated procedural complication. As this patient was enrolled in the post-market study, (B)(4), the event was not discovered until later data collection and the sponsor reviewed the final data entry discrepancies during study close out. Final clarification of the event and relationship to the system was evaluated and the relationship to the device remains "possible." The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, quality, or design concerns. Device not retained by hospital.